Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received anti-tachycardia pacing (atp) and three inappropriate shocks for atrial fibrillation (af) with rapid ventricular response. No further adverse events have been reported outside of the inappropriate shocks to the patient. This ICD remains in-service.